Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to detach from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for screening during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter email) has been updated based on the additional information received on october 23, 2025. Block h6: imdrf device code a15 captures the reportable event of clip unable to detach from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for screening during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.